Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, it was alleged that patient underwent a revision procedure on (B)(6) 2012, for an unknown reason. The operative report from the revision procedure notes that there was no bony ingrowth into the acetabular cup. The acetabular cup, modular head, and taper insert were removed and replaced. Additional information received in patient's medical records indicate that fluid was noted intraoperatively during the revision procedure. Patient medical records also indicate the femoral stem was in good condition and remains implanted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-01354 / 01357). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, it was alleged that patient underwent a revision procedure on (B)(6) 2012, for an unknown reason. The operative report from the revision procedure notes that there was no bony ingrowth into the acetabular cup. The acetabular cup, modular head, and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.